Manufacturer narrative:
The insulin pump had a blank display due to a problem with the liquid crystal display board.

Event description:
The customer called to report a frozen screen during a bolus attempt. Troubleshooting was performed, and the issue was resolved. However, the customer did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.